Manufacturer narrative:
Based on the production lot number provided, the device history record was reviewed and no anomalies were reported during that time. The issue sample has not been received. Without the issue sample the investigation cannot be continued any further nor a root cause identified. If the issue sample is received at a later date, the investigation will be reopened and a second follow up report will be filed. All final products are made from qualified materials that are inspected prior to release for production. In addition, product and process requirements must meet specification before product is approved for released to saleable inventory. No corrective action is required at this time. We will continue to monitor complaints for any trends of this nature.

Manufacturer narrative:
(B)(4). The sample was received on 09/22/2016. Based on the lot number provided, the device history record was reviewed, and no quality issues were reported. One sample was received for investigation. The issue was confirmed, strikethrough was present on the chest. However, this gown is not a reinforced gown. The sales rep has worked with the customer to ensure that the correct gown is being used for specific procedures to prevent future strikethrough issues.

Event description:
Rn was assisting during a tram flap case. Four hours into the case she was relieved for lunch. When she took off her gown there was blood/irrigation through the gown, through the scrub top, through the pants and through her underwear. She took a shower and went to employee health. Apparently the patient¿s blood was drawn and came back negative for (B)(6). Nurse already had immunity to (B)(6) so the patient was not tested.

Manufacturer narrative:
Complaint was forwarded to the plant for investigation. Awaiting sample return. Follow up report will be filed once the plant¿s investigation is completed.